Event description:
Surgery date: in 2006. It was reported that the insulation on the nim needle peeled back. It is possible some of the insulation was left inside the pt.

Manufacturer narrative:
Device was returned to the MFR for eval. Eval by the product development engineer showed that coating has peeled back from distal tips, probably due to insertion into very hard bone. Product meets specification.